Event description:
Pt underwent cardiac cath and revascularization of the distal obtuse marginal branch of the circumflex. A 2.0 euphoria balloon was advanced across a wire but resistance was noted. Multiple attempts were made with different wires, but unsuccessful. It was discovered that the initial euphoria balloon insertion had the protective sleeve on the ptca balloon which separated and was retained. Attempts to remove the protective sleeve or angioplasty around it were unsuccessful. Distal dissection to posterior descending was noted. The procedure was stopped due to the risk of potential complications.